Manufacturer narrative:
The device in question was returned to medline renewal for evaluation, and we confirmed that it was a medline renewal reprocessed ethicon harmonic ace®+ shears w/o adaptive tissue technology, model har36m. We performed a thorough inspection and investigation into the incident. Our investigation confirmed that the black part of the tissue pad located on the distal tip of the device had detached, confirming the initial report. However, medline renewal was unable to re-create the error code to "relax pressure" during our investigation. We concluded that the root cause of black pad detachment from the device was adhesive failure. The ethicon gen 11 generator may display the "relax pressure" error code if too much tissue is placed between the jaws to allow the device to operate properly. The customer confirmed that no adverse patient consequence or additional medical intervention was required as a result of the incident. However, due to the detached component and the reported delay in the procedure required to obtain a new device, medline renewal is filing this medwatch report. (B)(4).

Event description:
Medline renewal received a report indicating that the generator initiated an error code to "relax pressure" during the use of a reprocessed ethicon harmonic ace+ laparoscopic shears without adaptive tissue technology, model har36m. Then part of the tissue pad located on the distal tip detached from the device and was retrieved by the surgeon. Another device was readily available to complete the procedure, therefore no patient harm or additional medical intervention was required as a result of the incident.